Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible causes include issues such as leakage/seal, damage, deterioration, and wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a leak from the instrument channel which has a tear inside. There was no patient involvement.